Event description:
Procedure performed: inguinal hernia repair. Event description: the dissecting balloon was placed inside the patient and inflated with an appropriate number of pumps as instructed by the rep. Upon removal of the device, the surgical team found a tear of the tissue in the patient's left side. All patient defects were repaired by the surgical team. Product is not available for return. Patient status: all patient defects were repaired by the surgical team.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the tissue damage were provided, confirming the complainant¿s experience of tissue tear. The complainant did not allege any malfunction with an applied medical product. Based on input received from applied medical clinical subject matter experts, it is likely that the event unit was placed in the incorrect space, possibly resulting in injury upon balloon inflation. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: inguinal hernia repair event description: the dissecting balloon was placed inside the patient and inflated with an appropriate number of pumps as instructed by the rep. Upon removal of the device, the surgical team found a tear of the tissue in the patient's left side. All patient defects were repaired by the surgical team. Product is not available for return. Additional information received via email 06jan2022 from applied medical representative: the patient did not have any previous surgeries. There were no anatomical issues that interfered with inflation. The device insertion/removal was not difficult. The patient defect was created upon inflating the oval dissecting balloon roughly 10-15 pumps. Patient status: all patient defects were repaired by the surgical team.